Manufacturer narrative:
Z-800wf pump (B)(6) was flow rate tested with a flow rate deviation of 2.61% which is within manufacturing specifications. Reported issue was not confirmed. Pump meets passing criteria.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Healthcare professional reported pump was pumping after the bag was empty. Medication being infused was unknown. No patient injury reported.